Manufacturer narrative:
Three opened and used reservoirs were evaluated and failed per specification. The transfer guard was occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 190 mg/dl. Customer performed a 5.0u fixed prime, but the insulin did not exit and the pump alarmed no delivery. Customer tried to manually push the insulin through the tubing, but the insulin did not exit and there was greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer was advised that we do no recommend her trying to get the insulin out and mixing the insulin with other reservoirs. No additional information provided.